Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the company plunger was stuck to iol and didn¿t want to release the lens until the lens was fully inserted into the eye, surgeon was using a counter traction to get the lens loose. Additional information has been requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of plunger sticking to iols; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).